Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. On (B)(6) 2013, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions completely. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. After, the patient claims she felt "sick" and her blood glucose was elevated. On (B)(6) 2013, the patient went to the hospital and reportedly obtained a blood glucose result of "1078 mgd/l" with a hospital device. The patient alleged she received a combination of treatments but specifics were not provided. The patient did not have the testing supplies at the time of troubleshooting. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained a blood glucose result with another device suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.